Event description:
It was further reported that the implanting physician was happy with the lead position on chest x ray and didn¿t think that the lead had moved.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated extravascular oversensing of p-waves. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev-ICD implant date:(B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 months post implant the patient received inappropriate shocks and was admitted to the hospital. Therapies were turned off. It was found that the extravascular (ev) lead experienced a lot of ventricular oversensing, t-wave oversensing (twos), and some p-wave oversensing (pwos). It was noted that the patient missed two doses of b-blockers on the day of inappropriate shocks and felt exhausted the whole day. A chest x-ray showed that the ev-lead is positioned relatively high in relation to the heart, so coil2 seems to be the closest to the rv (right ventricle). The ring2-to-can vector produced lots of myopotential noise with bag lift. Thus ring1-to-ring2 was the most viable vector. The wavelet template was recollected and reprogramming was done. The ev-lead remains in use. No further patient complications have been reported as a result of this event..